Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the internal leakage test and patient circuit test failed during pre-use check (puc). The pressure transducer printed circuit board has been replaced to resolve the issue. The device was delivered to the user in working condition. Defective pressure transducer printed circuit board may lead to high pressure. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).